Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the screen goes off and on by itself, it has a battery alarm doing while it is on. The customer reported the batteries and the power supply were changed by field service and the problem was not corrected. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
As a resolution, factory service repaired the unit and was sent back to the customer. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the mosfat q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.